Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye. The patient status was reported as temporarily impaired and daily activities were significantly affected. An incision enlargement and vitrectomy were not required. Through follow-up, the customer confirmed no further information is available.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between 12/9/2021-3/31/2022. The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the account did not have any other information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: may 12, 2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received in a different serial numbers lens case. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no further issues could be observed with the lens that could contribute to an injury. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.